Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer also stated that her blood glucose levels go high every time she inserts the infusion set on the left side of her abdomen. The blood glucose is fine when inserting on the right side. The customer had inserted on her left side when she was hospitalized. The insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.